Manufacturer narrative:
H3. Analysis of the lead (l/n (B)(4)) found the body of the lead was cut through. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40 (lot: j0545158v); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue was identified and as a result healthcare provider (hcp) elected to remove the lead. The patient¿s managing physician attempted to program around the contacts which registered as being out of acceptable range but was unsuccessful in identifying settings which were effective in treating the patient¿s tremor symptoms. As a result the patient had increased tremor symptoms on his left side. During the explant process hcp noted that the insulation which makes up the external surface of the cranial had become brittle and broke apart at the lead fixation site. Hcp partially removed the dbs lead which was positioned on the patients right side of his head. Hcp removed the cranial plate ¿dogbone¿ which was used to secure the lead and withdrew the portion of the lead which resided in the brain. Hcp then intentionally transected the lead leaving the remaining section of the lead attached to the extension wire. The dbs lead was intentionally severed in order to remove the segment implanted in the brain. The patients managing physician attempted alternate stimulation contacts in order to avoid those which were out of range. Multiple impedances tests were performed to confirm the out of range results. No additional interventions were attempted. The patient was scheduled for re-implantation of the right cranial lead on 4/29. The issue was not resolved.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the broken lead wasn¿t definitively determined, but there was a break/malfunction. According to the healthcare provider (hcp): the break appeared to be near the location where the cranial fixation place (dogbone) was applied to the lead in order to anchor the lead. Initially the lead was cut and the remainder of the lead was abandoned, but the patient returned for surgery on (B)(6) 2024 and had new leads placed.